Event description:
The facility reported that during patient infusion for open heart surgery, the pump was infusing dopamine on one channel and epinephrine in the other channel. Both channels alarmed and infusion stopped. The vital signs were stable prior to the event. The blood pressure reportedly did drop slightly after the infusion stopped. Another pump was used to continue the infusion of the drugs. The vital signs returned to normal.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.